Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and verified the reported broken pin from the therapy cable inside socket one of the connector.

Event description:
The customer reported that a therapy cable pin was broken off and stuck inside the mating device therapy connector. There was no patient use associated with the event.